Manufacturer narrative:
(B)(6).

Event description:
Information was received that after switching to a successor model tracheostomy, it had a different outer diameter, angle, and length. Therefore, patient did not use.